Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the epidural tubing leaked from the clear sheath engagement that is just above the male luer connection during patient use in the ob department. The customer further stated that the staff have been educated to save the tubing sets and lot numbers, however, the tubing leaks are not being noted until after the tubing has been put into use and the information has already been discarded. There was no patient harm.

Event description:
The customer reported that the epidural tubing leaked during patient use in the ob department. The customer further states that they have experienced multiple pcea tubing leaks since (B)(6) 2018 and that the leaking is not occurring at the point of the luer-lock connection, but is leaking from the sheath that surrounds the tubing near the luer-lock. It is further noted that if there is resistance in the tubing set, the fluids leak out from the tubing. There was no patient harm.

Manufacturer narrative:
The customer provided a photo with a leak observed at the engagement of the tubing to male luer adapter. The root cause of this failure was not identified.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the epidural tubing leaked during patient use in the ob department. The customer further states that they have experienced multiple pcea tubing leaks since (B)(6) 2018 and that the leaking is not occurring at the point of the luer-lock connection, but is leaking from the sheath that surrounds the tubing near the luer-lock. It is further noted that if there is resistance in the tubing set, the fluids leak out from the tubing. There was no patient harm.

Event description:
The customer reported that the epidural tubing leaked during patient use in the ob department. The customer further states that they have experienced multiple pcea tubing leaks since (B)(6) 2018 and that the leaking is not occurring at the point of the luer-lock connection, but is leaking from the sheath that surrounds the tubing near the luer-lock. It is further noted that if there is resistance in the tubing set, the fluids leak out from the tubing. There was no patient harm.

Manufacturer narrative:
Additional information provided. No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.